Event description:
Patient presented back to the physician with headaches, pain in the back of the head, ear pain, neck pain, and pain up to the right side of their eye. Physician prescribed gabapentin and physical therapy visits.

Event description:
Patient presented to the physician with headaches since the implant procedure. Physician prescribed pain medication.